Event description:
Customer reported blistering 2-3 pts following ipl treatments; pts have also complained of erythema, edema and discomfort. The physician reported that the prescribed topical steroids for one pt. The physician did not provide to lumenis the requested details (burn degree, pt details, incident details).

Manufacturer narrative:
Lumenis service determined that the system power was within specifications, although on the high side. The customer engineer performed a power meter calibration and treatment head calibration and checked the system power and operations. Without the add'l details requested from the customer, no add'l conclusion can be drawn regarding root cause.